Event description:
Implant card received indicating that the patient underwent a full revision due to high impedance. It is known that high impedance can cause the battery to drain quickly which would explain the premature battery depletion allegation. The suspect device was discarded.

Manufacturer narrative:
B5: describe event or problem, corrected data: initial report inadvertently left out relevant information about the patient undergoing a full revision due to high impedance. D: suspect medical device, corrected data: initial report inadvertently listed the generator as the suspect device instead of the lead. F10: adverse event problem, corrected data: initial report inadvertently left out the following codes: f1905, a040101 and g02025. H4: device manufacture date, corrected data: initial report inadvertently listed the wrong date. H6: adverse event problem, corrected data: initial report inadvertently left out the following codes: b01, b18, c070603 and d02.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient is scheduled to undergo a battery replacement due to premature end of life. Their current generator was just implanted last year. Device history records were reviewed. The generator passed final functional and quality specifications prior to release for distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.